Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies and kept receiving false low glucose alerts. Customer stated that the sensor was reading 40 mg/dl and the insulin pump kept going into threshold suspend but her blood glucose was 196 mg/dl. The customer also mentioned the overtape would not hold the sensor better and would cause a blister on her skin.